Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with three infusions set tubing was leaking on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. The infusion set was in use for 4-5 hours. The blood glucose level at time of event was high and valued as 200-328mg/dl. The replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1881969 - device 3 of 3. Patient country: united states.